Event description:
Follow-up identified the patient is doing better with stimulation on as well as with her previous arrhythmia history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported post ipg revision (ref MFR. Report#1627487-2017-03663) the patient was admitted to the hospital overnight due to arrhythmia. Follow-up identified the patient had a prior history of arrhythmia. Reportedly, the system was activated and the post-operative appointment is pending.